Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6)-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant melanoma, uterine bleeding, menometrorrhagia, cervicitis, nabothian cyst and multiparous. Previously administered products included for an unreported indication: yaz from 2003 to 2014. Concomitant products included gabapentin (neurontin) from 2013 to 2015, hydrocodone from 2014 to 2016 and methocarbamol (robaxin) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced psoriasis ("rash/skin condition/rashes or skin conditions ¿ psoriasis"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (robotic laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, iron deficiency anaemia, cystitis, urinary tract infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved, the psoriasis was resolving and the psychological trauma, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psoriasis, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, bladder infection, uti, vaginal discharge. Right: a total of 3 coils. Left: total of 5 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: chronic dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, rash/skin condition, psych injury, bladder infection, uti, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain, weight loss. Outcome of dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, bladder infection, uti, vaginal discharge were added. On 19-sep-2019: pfs and mr received. Lot number received. Events per pfs: abnormal bleeding (vaginal), rashes or skin conditions ¿ psoriasis, pelvic pain. Outcome of pelvic pain was added. Concomitant medications were added. Patient's medical history was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant melanoma, uterine bleeding, menometrorrhagia, cervicitis, nabothian cyst and multiparous. Previously administered products included for an unreported indication: yaz from 2003 to 2014. Concomitant products included gabapentin (neurontin) from 2013 to 2015, hydrocodone from 2014 to 2016 and methocarbamol (robaxin) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced psoriasis ("rash/skin condition/rashes or skin conditions ¿ psoriasis"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (robotic laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, iron deficiency anaemia, cystitis, urinary tract infection, vaginal discharge, fatigue and vaginal haemorrhage had resolved, the psoriasis was resolving and the psychological trauma, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psoriasis, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, bladder infection, uti, vaginal discharge. Right: a total of 3 coils. Left: total of 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: bilateral occlusion. Lot number: b59462 manufacturing date: 2013/08/01 and expiration date: 2016/08/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.